Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the top and sides of their cycler after ending their pd treatment. The patient reported receiving a fill complication alarm during treatment. The alarm could not be bypassed, and the patient initiated a stat drain. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised by fresenius technical support to discontinue the use of their cycler, but the patient¿s peritoneal dialysis nurse (pdrn) advised the patient to continue use of the cycler. The patient reported that upon subsequent power up, the cycler had a blank screen. The patient was issued a new cycler and the complaint cycler was scheduled to be returned for manufacturer analysis. Additional patient and event information was requested but was not provided.

Manufacturer narrative:
Additional information: upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was determined that there was no fluid leak during the reported event, therefore the event reported in this MDR is not reportable. There will be no further follow ups to MFR.